Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A subculture test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " false positives continued last month".

Manufacturer narrative:
H6: investigation summary this complaint alleges false positive results on a mgit 960 instrument (p/n 445870, s/n (B)(6). The customer called in to report false positive results in the instrument. The field service engineer (fse) reviewed logs and did not see any optical errors. The fse performed cleaning of the optical system and checked the operation of the motor. The fse returned the instrument to the customer for use and there have been no further false results since repair. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2015. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause cannot be determined at this time. This is an unconfirmed failure of a bd product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A subculture test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "false positives continued last month."